Event description:
It was reported, the patient was hospitalized on (B)(6) 2013 due to pain at the laminotomy surgical site. It was reported they had provided the patient medication in the hospital. Follow up identified the patient was released from the hospital on (B)(6) 2013. It was reported, the physician did not believe there was a physical issue causing the pain. It was reported, the patient was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.